Event description:
The customer reported the system displayed a system corrupted error and failed to load. This likely means the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.